Event description:
A report was received that during a trial implant procedure, when the physician went to implant the second trial lead, the lead could not be inserted past the first electrode. When the physician went to remove the lead a contact was dislodged and left inside the patient. The physician implanted a different lead without any problem, but left the contact inside the patient as the physician was concerned that the removal of the contact would cause too much trauma.